Event description:
It was reported that during central processing, the force bipolar jaws do not line up and it seemed to be loose. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.0470" x 0.0865" was found to be broken off. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.